Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was inappropriate atrial tachy response (atr) episodes stored due to oversensing of noise. Upon review, it was determined the noise was due to the minute ventilation signal. The right atrial (ra) lead impedance measurements were also noted to be sporadically jumpy, but still within range. Technical services noted that this issue could be related to a slight movement of the lead in the header of the device. Technical services suggested programming options when the patient presents to the clinic. The cardiac resynchronization therapy pacemaker (crt-p) and ra lead remain in service and no adverse patient effects were reported.